Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted.

Event description:
Reference number (B)(4). Event occurred in italy it was reported that the patient faced blockage at site. No further information was available.